Event description:
It was reported that a bad micro switch was observed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history review (DHR) is not applicable or relevant due to the device manufactured date of 1999. The investigation did not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used condition, with evidence of scuffing on the case. The evaluation was performed, and the reported issue was confirmed. Installed test disposable and powered on unit. Continuous disconnect alarm was activated indicating possible malfunction. Device under test (dut) was powered off and removed front cover to investigate further. The old micro switch was disconnected from the circuit board and a new test micro switch was inserted onto the circuit board and was pushing the metal lever up, and device was powered on. Dut passed the interlock switch test. Found actuator on micro switch assembly had broken off and was missing. The root cause of the reported issue was undetermined. No further actions were required.